Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this electrode developed an infection at the xyphoid incision. The patient was admitted and antibiotics were administered. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to infection. No additional adverse patient effects were reported.